Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check testing were performed. The customer's reported problem was verified. The pump was found to displayed "key stuck" alarm message during the investigation. According to the investigation the "key stuck alarm" issue was caused by faulty keypad membraned. Service will replace the faulty keypad assembly to correct the reported problem. The root cause of the reported problem was the faulty keypad assembly.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed key stuck alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.